Event description:
The valve was explanted due to leaflet occlusion due to pannus with resultant high pressure gradient thirteen years postoperatively. The results of this investigaion are inconclusive since the valve was not returned for analysis. However, there was no evidence found to suggest the aortic leaflet occlusion due to pannus with resultant high pressure gradient was due to an intrinsic defect in the valve, as supported by the review of the valve's manufacturing records.